Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly and the wake button was delayed in responding to touch. Additionally, it was reported the pump history was missing. No reported adverse impact to the customer's blood glucose. The customer reverted to alternate insulin therapy.